Event description:
The caller reported experiencing a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions for a pump reset, and after following these steps, the error did not reappear. The customer successfully started their sensor session.